Manufacturer narrative:
Add info: it was reported that the vessel was very tortuous and difficulty was encountered getting the guidewire and balloons across the lesion. The stent was inflated to 14 atm. The stent was post dilated. It was reported that stent deformation was observed soon after deployment. No interventions were made to treat the stemi. A medicinal approach was taken. The physician assessed that the event was not related to the resolute onyx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two still procedural images were provided. An image captures the svg on the day of the index procedure. The lesion site is evident, exhibiting tortuosity and calcification. The second image provided captures the deployed stent in the vessel one day post index procedure. The image captures a narrowing of the mid-section of the deployed stent. The mid-section of the deployed stent is less expanded than the proximal and distal regions, suggesting the stent has conformed to the tortuous shape of the vessel. There is however no evidence of stent weld or stent wrap fracture or breakage from the still image provided. It was not possible to confirm the stent deformation or reported occlusion from the still image provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and moderately calcified saphenous vein graft (svg) lesion. There was no damage noted to packaging. Negative prep was not performed. The device did not pass through a previously-deployed stent. It was reported that the stent was placed at proximal/ostial portion of a tortuous svg graft. The next day the patient returned to the cath lab during a stemi and the stent was found to be occluded due to device component. No intervention was performed for the occlusion, the stent appeared to be bent/deformed in 2 different sections. No patient injury was reported.